Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of bacterial peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy. On an unreported date, the patient experienced peritonitis. The patient was hospitalized for the event of peritonitis on (B)(6) 2011. Remedial treatment was initiated on an unreported date with an unknown antibiotic and the patient began to improve. On an unreported date, the patient experienced a relapse of peritonitis. Remedial treatment was changed to an unknown antibiotic based upon bacteria present. Dianeal-n pd4 1.5 therapy was ongoing as well as remedial treatment with the unknown antibiotic. Concomitant medications were not reported. It was not reported if the event of bacterial peritonitis with culture positive for streptococcus had resolved. The physician felt the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal-n pd4 1.5 therapy. The physician stated that a break in aseptic technique was not denied as the cause of the event, but endogenous factor was also suspected.